Event description:
On 3/22/94 a pt sustained minor burns to both ankles during spine surgery. The burns were found after the case, one burn on the medial aspect of the left ankle and two burns on the anterior aspect of the right ankle. All burns were found at needle insertion sites. These needles are used for monitoring nerve conduction during surgery. This is part of the MFR's system of monitoring. It should be known that on 3/7/94 another pt may have received a burn. A conclusive diagnosis was not made; it could have been a pressure sore per the surgeon in the case. Going on the premise that this could have been a burn the co was contacted. The monitoring equipment was checked. No specific conclusion was made as to the cause of the possible burns. The MFR's svc tech support personnel reported the following possible causes: (1) loose harmonizer cable. (2) stimulus switch box. (3) electrocautery unit malfunction. (4) needle probes. Upon receiving this report the cable was tightened. Bio medical was contacted to check the electrocautery unit. Info was obtained to purchase a stimulus box from the MFR. The box that has been used was mfg by the hosp before MFR developed their switch box. It was also discussed with the dr and spine monitoring personnel about the needle electrodes. Using their knowledge and expertise, it was determined that historically there had been no problems implicating the needle probes; therefore, no changes would be made. Bio med found nothing wrong with the electrocautery units. When the case on 3/22 was diagnosed as a burn, a stimulus box was obtained from the MFR; the other box will no longer be used. The electrocautery was again checked and found in good working order. The MFR has been unable at this date to recheck their equipment but does plan to do so. The dr and spine monitoring group will continue to use needles.